Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen, unknown (2000 mcg at 320 mcg) via an implantable pump for unknown indications for use. It was reported that the event date was asked but unknown.  It was reported the pump flipped in the pocket. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The pump was surgically flipped back to the appropriate position and the event was resolved at the time of this event. The patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available.